Manufacturer narrative:
Based on the info currently available, it is unk whether the device may have caused or contributed to the event. Additionally, no product has been returned. No conclusion can be drawn at this time. We have contacted the initial reporter to request add'l info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date.

Event description:
Info received from pt via maude event report (B)(4); on (B)(6) 2009 - pt implanted with perfix plug for right inguinal hernia repair procedure. On (B)(6) 2011 - pt reports disabling pain, swollen testicle.